Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was completely locked up and screen got stucked after reboot. A technical support specialist reinstalled the remote support service agent package and rebooted the device thereby resolved the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system screen got stucked and displayed with the message "carefusion". The customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.